Event description:
A report was received that the patient had an infection at the battery and lead incision sites which pushed the lead through the skin. Patient¿s symptoms include fluid draining and yellow pus at the incision. The area around the sites was red and swollen. It was believed that the infection was due to the lack of pre- and post- procedure care by the surgeon. Antibiotics were prescribed. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient had an infection at the battery and lead incision sites which pushed the lead through the skin. Patient¿s symptoms include fluid draining and yellow pus at the incision. The area around the sites was red and swollen. It was believed that the infection was due to the lack of pre- and post- procedure care by the surgeon. Antibiotics were prescribed. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.